Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, this male peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) /2021 for their regularly monthly scheduled assessment. During the appointment, the patient complained of nausea and abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days for 21 days and ip fortaz (dose and frequency unknown). The pd effluent culture resulted positive for staphylococcus aureus and the fortaz was discontinued (unknown date). The cause of the peritonitis has not been determined. The pdrn went over each pd step with the patient and they correctly demonstrated set-up and breakdown. The patient could not recall any breach in aseptic technique. The patient did not report any other issue with any fresenius product related to this peritonitis event. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for their regularly monthly scheduled assessment. During the appointment, the patient complained of nausea and abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500mg every 5 days for 21 days and ip fortaz (dose and frequency unknown). The pd effluent culture resulted (B)(6) for (B)(6) and the fortaz was discontinued (unknown date). The cause of the peritonitis has not been determined. The pdrn went over each pd step with the patient and they correctly demonstrated set-up and breakdown. The patient could not recall any breach in aseptic technique. The patient did not report any other issue with any fresenius product related to this peritonitis event. The patient has continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and cycler set. Although the cause of the peritonitis event has not been determined, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture result of staphylococcus aureus suggests a breach in aseptic technique as this organism is one of the most common microbial causes of pd-related peritonitis. Staph aureus is found in the nares and on the skin of many patients. Based on the information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.